Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alleged overdischarge. The hcp stated the patient mentioned the ins hasn't worked in years and it doesn't hold a charge. The patient mentioned it hadn't worked since it was put in. There patient stated he can't get the recharger to charge the ins. The patient confirmed seeing a reposition antenna/poor communication message. The patient hasn't used the device in a longtime. The patient wanted to meet with a manufacturer representative (rep) to get the issue resolved. The last time the patient successfully charged was probably 2016. No symptoms or further complications were reported.